Event description:
A report was received via FDA's medwatch medical products reporting program that a female pt developed a corneal ulcer while using renu with moistureloc multi-purpose solution. The pt's physician reported that the pt was diagnosed with contact lens-related corneal edema, which developed into an infectious paracentral corneal ulcer or infiltrate. The pt recovered following treatment with quixin and vigamox. The physician attributed the pt's event to renu with moistureloc. The pt presented to an optometrist after 2 days of eye pain os. She self-medicated with vigamox and pred forte. She was diagnosed with hsk (herpes simplex keratitis) with the ulcer located in the central 4 mm of the cornea. The optometrist felt the ulcer was infectious; however, no culture was done. She was presribed viroptic and later, pred forte was added. She recovered with sequelae (microscopic scar (os) within 4mm of the central cornea). A prexisting small corneal scar od was also noted. The pt stated that as a result she has dry eyes. She is unable to wear her contact lens longer than 4-5 hours a day. Ref: mw1038768.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the mfg facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.